Event description:
The customer's wife reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was over 450 mg/dl at the time of incident. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that the insulin pump was on auto mode at the time of incident or not. The customer declined further troubleshooting. No further patient complications were reported. Troubleshooting was not performed and the customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.